Manufacturer narrative:
During testing, it was noted that the device door roller pin was broken. The probable cause was leaving the device door assembly in the open position, exposing the device door roller to contact damage. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pin door roller was broken. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.